Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46440. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
D9 - date returned to mfg : 5/16/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.